Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Initial reporter occupation: non-healthcare professional. PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The returned catheters did not appear to contain any powder. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle, indicating activation of the carbon dioxide (co2) cartridge. When tested as returned, the device did not spray. A clicking noise could be heard when the activation button was pressed down. The co2 cartridge discharged when the device was deactivated. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirmed the device was of the current design. When retested with a new co2 cartridge, the device did not spray as returned. A rapid clicking sound was heard briefly as the activation button was initially pressed down. The device was opened up and the low pressure valve appeared to be disassembled inside the device. The inside of the low pressure valve contained powder. The low pressure valve was reassembled and tested with a new co2 cartridge and activation knob. The low pressure valve operated as intended but clicked while activated. The tubes were disconnected for removal of the powder. No clumps of powder were observed in the tube between the powder chamber and on/off valve or in the tube between the powder chamber and the regulator. A visual inspection of the cannula and hole in the bottom of the powder chamber showed the cannula to be clear. The low pressure valve was sent to the supplier for evaluation. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the possible lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A component of the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received, a follow-up emdr report will be provided.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat. When they went to spray it [the hemospray], the carbon dioxide cartridge was not "right" and just sprayed a little bit of powder out twice and then stopped. It made a "gurgling" sound that did not sound right. [They] believed it to be different trigger pulls [pushes], and it was usable enough to complete the procedure. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available; regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional . (B)(4). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The returned catheters did not appear to contain any powder. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle, indicating activation of the carbon dioxide (co2) cartridge. When tested as returned, the device did not spray. A clicking noise could be heard when the activation button was pressed down. The co2 cartridge discharged when the device was deactivated. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirmed the device was of the current design. When retested with a new co2 cartridge, the device did not spray as returned. A rapid clicking sound was heard briefly as the activation button was initially pressed down. The device was opened up and the low pressure valve appeared to be disassembled inside the device. The inside of the low pressure valve contained powder. The low pressure valve was reassembled and tested with a new co2 cartridge and activation knob. The low pressure valve operated as intended but clicked while activated. The tubes were disconnected for removal of the powder. No clumps of powder were observed in the tube between the powder chamber and on/off valve or in the tube between the powder chamber and the regulator. A visual inspection of the cannula and hole in the bottom of the powder chamber showed the cannula to be clear. The regulator was evaluated and found to be functioning normally. The low pressure valve was sent to the supplier for evaluation. The supplier responded with the following: no clicking noise was observed in operation of the valve when received. Upon disassembly of the valve, all components were covered in a powdery white substance, on the bottom surfaces of the o-rings. It appears to have come in from the pressure side of the valve. The valve functioned as expected. Per the supplier, a potential cause is back pressure introduced to the system. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the possible lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray is related to the internal valve component not functioning correctly. The cause of the internal valve failure is unknown; however, a possible cause is back pressure leading to high pressure in the low pressure valve. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat. When they went to spray it [the hemospray], the carbon dioxide cartridge was not "right" and just sprayed a little bit of powder out twice and then stopped. It made a "gurgling" sound that did not sound right. [They] believed it to be different trigger pulls [pushes], and it was usable enough to complete the procedure. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.